Event description:
The customer called and reported experiencing high blood glucose of 407 mg/dl on (B)(6) 2015 and also being hospitalized with diabetic ketoacidosis on april 8, 2015. According to the time log on the insulin pump prior to hospitalization, the pump was off as customer was sleeping. Customer did not remember turning it off or suspending at that time. When he woke up to check blood glucose, the screen was blank. The customer stated when he got the screen to come back on, he changed the reservoir and it took 18 units to fill the tubing. Continuing to lead up to hospitalization, customer had a big breakfast. Customer's symptoms related to high blood glucose included nausea, high blood pressure, sweating, and strong odor. Customer was wearing insulin pump at time of emergency room visit. Troubleshooting was performed with insulin pump. It was found customer wore the insulin pump during several x-rays on (B)(6) 2015. Device would be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a missing end cap sticker, minor scratches on the lcd window, a cracked belt clip slot at battery tube threads area, and a cracked reservoir tube lip.